Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was unable to establish bluetooth (ble) telemetry upon receipt. The device was cut open, and battery voltage was revealed to be at end of life (eol) level. The interrogation anomaly noted in field was due to device battery depleting to eol level. Accelerated depletion of battery was due to high current to an anomalous integrated circuit (ic) on the hybrid. A longevity calculation was performed and revealed the battery depletion to be premature based on device usage.

Event description:
It was reported that the device was unable to be interrogated by bluetooth (ble) telemetry during the implant procedure. The event persisted after replacing the programmer, ble dongle, and using a magnet. The device was explanted and replaced to resolve the event. The patient was in stable condition.